Event description:
The customer reported that the unit is not alarming, even though they have tried it with alternating sensor pads and batteries. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarm case is damaged, the battery door is broken off and the battery connectors inside the unit are damaged. The alarm would not power on therefore, we were unable to test all functions. (B) (4).